Event description:
It was reported that the customer cannot find her insulin pump and has been using injections. Customer was hospitalized for high blood glucose levels in (B)(6) 2012 and it was not reported. Customer stated that her blood glucose levels were 600 mg/dl. Customer could not get her blood glucose level to go down. Customer changed her infusion set 3 times. Customer stated that she had diabetic ketoacidosis. Customer stated that she was treated with fluids and insulin. Customer was wearing the pump at the time of the emergency room visit. Customer stopped using the pump because she lost it. Customer had trouble with the quickset infusion sets and the serter because she has carpal tunnel. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.